Event description:
It was reported that the gravity IV set experienced component separation. The following information was provided by the initial reporter: device part number: a64-3v60 lot: 06916 in accordance with the legislation in force, this incident will be the subject of a quarterly declaration to the national agency for the safety of medicines and health products. We keep 1 disputed device (s) at the pharmacy. The notifier declares a defect on the product gravity perfuser without dehp 1 tap 3v with extension 60cm ref a64-3v60, lot 06916, per 01/02/2024. When screwing in the peripheral venous catheter (distal end of the device), the tightening does not hold the mobile part of the device unscrewing, not guaranteeing the safety of use. Observed clinical consequences: none. Defect observed during use, when using paracétamol 1g/100ml the catheter is a green bd insyte, but I connected the offending tubing to a 3v gravity infuser valve of the same brand. Faced with the defect, I replaced the tubing, the defect did not recur.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# (B)(4) is cancelled and void as a result.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # of 06916 was provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gravity IV set experienced component separation. The following information was provided by the initial reporter: device part number: (B)(4), lot: 06916. In accordance with the legislation in force, this incident will be the subject of a quarterly declaration to the national agency for the safety of medicines and health products. We keep 1 disputed device (s) at the pharmacy. The notifier declares a defect on the product gravity perfuser without dehp 1 tap 3v with extension 60cm ref (B)(4), lot 06916, per (B)(6) 2024. When screwing in the peripheral venous catheter (distal end of the device), the tightening does not hold the mobile part of the device unscrewing, not guaranteeing the safety of use. Observed clinical consequences: none. Defect observed during use, when using paracétamol 1g/100ml. The catheter is a green bd insyte, but I connected the offending tubing to a 3v gravity infuser valve of the same brand. Faced with the defect, I replaced the tubing, the defect did not recur.